Manufacturer narrative:
Continuation of d10: product ID: ct900, serial# (B)(6), product type: multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding an external device. It was reported that the hcp reported service code 141. The hcp stated that the he was trying to add ptm (patient therapy manager) boluses to pump programming and when he tried to update code 141 came up. The physician took the ptm programming off and he was able to update the pump. The physician tried to reconnect and add in the ptm bolus programming and he was getting code 141 and 338. The physician did try to end the session and go back in but that did not resolve. The technical support services (tss) sent a message to representative suggesting that hcp send in tablet logs. Additional information was received from the manufacturer representative (rep) stating the event is resolved because the physician has not reached out again regarding this issue.